Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is showing cassette latch alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. After further investigation, found latch lock flex tracer tips damaged. Replaced latch lock flex. The cause of the reported problem could not be determined. A DHR (device history review) for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 2120 h4: correction: device manufacturing date: 01-jul-2021

Manufacturer narrative:
Other, other text: b5: additional information received on 29-jul-2022 via email and attached to complaint object: there was no patient's involvement and the event happened during bench test h6: event problem and evaluation codes: updates not required., corrected data: h4: correction: device manufacturing date: 01-jul-2021.